Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil was not found in my left tube/it had migrated up into that ovary and was in the soft tissue adjacent to my left ovarymigration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian haemorrhage ("big purple thing is my left ovary/doctor called it a herromeraging") and intestinal obstruction ("left ovary had already started to obstruct my bowel"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation, ovarian haemorrhage and intestinal obstruction outcome was unknown. The reporter considered device dislocation, intestinal obstruction and ovarian haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case becomes an incident medical device removal added as an surgery. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.